Event description:
It was reported that the patient passed out upon device interrogation at the cardiologist's office. The patient's rhythm fell to bradycardia. The device was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-58, implantable pacing lead, 2005 (B)(6); 5076-52, implantable pacing lead, 2005 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.